Manufacturer narrative:
The field service engineer found the ise 2 vacuum nozzle solenoid needed to be cleaned. He cleaned the ise 2 vacuum nozzle solenoid and ran qc that passed. The investigation determined the service actions resolved the issue. Medwatch fields d1-d4, g1, and g4 were updated.

Event description:
There was an allegation of a questionable k electrode (k) result from the cobas 8000 cobas ise module. The initial result was 5.9 mmol/l and the repeat result was 5.1 mmol/l. The sample was repeated a third time and the result was 5.9 mmol/l which was reported outside of the laboratory. The result of 5.9 mmol/l was believed correct.

Manufacturer narrative:
The cobas 8000 cobas ise module serial number was (B)(6). The investigation is ongoing.